Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high glucose at 398 mg/dl readings while using the ilet system and expressed concern that the device was malfunctioning. Review of reports confirmed two false meal announcements were entered as corrections, and the user was advised against this and directed to perform a factory reset once glucose stabilized. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.